Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was able to verify the reported issue. Physio-control provided the customer, a biomedical engineer with technical assistance. Physio was later made aware that the biomed replaced the power pcb assembly which resolved the reported issue. After observing proper device operation, the biomed placed the device back in use. The device nor the removed power pcb assembly were evaluated by physio-control. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to power on their device, the service indicator became illuminated and the device powered itself off. The device was unable to power back on. There was no patient use associated with the reported event.